Event description:
It was reported that during a follow up in clinic, medications were administered and an increase in capture threshold was noted on the right atrial (ra) lead resulting in loss of capture. The physician suspected the increase of capture threshold and loss of capture was due to the medications. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.